Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient age & weight not provided. Unknown when patient pain or migration of device began. (B)(4) exp date unknown (10) lot number unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a removal of helical blade on (B)(6) 2016 from a trochanteric fixation nail advance (tfna) due to it lateralizing causing pain in the leg. Procedure completed successfully with no delays. It was also reported that no other devices were removed and no other information is available. The helical blade will not coming back for evaluations. This report is 1 of 1 for (B)(4).